Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The sample has been requested but to date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if additional information pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a hysterectomy, the insulation boot on the device came off into the pt cavity. The piece was retrieved. Another device was used to complete the procedure without incident. There was no pt injury.